Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having their implantable cardioverter defibrillator (ICD) system upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. The left ventricular (lv) lead was implanted with no issue, but when connected to the crt-d, no pacing was observed. It was observed that the patient had asystole when the leads were connected to the crt-d. The lv lead was connected to the analyzer, and the impedance and threshold measurements were normal. A transient pacemaker femoral probe was implanted to stimulate the patient. The lv lead was reconnected to the crt-d and it was noted that a delay in the start of stimulation was observed. The crt-d and lv lead remain in use. No further patient complications have been reported as a result of this event.